Event description:
Reporter stated that tubing leaked "lots of saline" during pt use. The leak was a result of holes noted in the set. It was confirmed that there was no pt or staff injury. This was noted in one incident.